Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. After a field service engineer diagnosis, no issues were found. The back panel was removed to inspect behind half height matrix drawers 2.1 and 2.2. The pyxibus cable was reseated, and the station was power cycled. The drawer was successfully accessed by customer, and the hardware test application was passed. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
Correction: section h labeled for single use and imdrf annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.